Event description:
On (B)(6) 2012 the reporter contacted animas alleging that tonight the up and down and okay buttons are not responding to press after a battery change. Backlight button works. Keypad is intact . Pump is worn in a pocket and not cleaned. The pump was exposed to pool water today. There is no visible water in cartridge, battery or behind the screen. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The contrast keypad button responded appropriately. Evaluation revealed that there was contamination under the keypad contacts and the buttons spring back or click normally. Unrelated to the complaint, the bolus button was found to be missing the white slug.